Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/19/2020 additional h3 investigation summary: ==> it was reported that the fixation tab was broken off when pulling the suture during use. It was received for analysis an empty opened labeled winding former and a needle-suture combination of product code sxpp1a301. During visual inspection of the sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined, and the sides of the fixation tab were noted broken. The manufacturing records could not be reviewed as the batch number is unknown. No conclusion could be reached as on what caused that the fixation tab was broken. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gastrectomy procedure on an unknown date and suture was used. During the procedure, the fixation tab was broken off when pulling the suture during use. There were no adverse patient consequences reported. No additional information was provided.